Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer tried to prime his insulin pump but the insulin did not stop squirting out. His blood glucose level was 150 mg/dl. Insulin continued to drip after letting go of the act button during the prime process. The product was not returned. Nothing further to report.